Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during use, an alarm started to sound, and the display went black. Reportedly, the ongoing ventilation was not interrupted. The device was replaced. No health consequences for the patient were reported.